Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned through it implant patient registry that a 2nd 25mm aortic valve was implanted in a patient and after coming off cardiopulmonary bypass, paravalvular leak was detected. The operative report was received and provided the following: the aorta was then unclamped. Patient regained his rhythm after multiple defibrillations; however, on weaning the patient off cpb, a similar pvl was noted... I decided that we would need to go back and fix this paravalvular leak and, this time, it was better defined. It seemed to be coming from the region of the interatrial septum and the non-coronary cusp, more at the junction of the non and right cusps... On reinspection of the valve, we decided to use a nerve hook and found an opening along the noncoronary cusp anulus. It was evident the suture was not pulling the anulus up towards the sewing ring... As the suture was very tightly tied. Therefore, I decided to place sutures from outside the aorta into the aorta and then under the anulus into the lv outflow tract and then from the lv outflow tract back out under the aortic sewing ring and anulus onto the sewing ring again. This was done x2, but we could not get a good seal. On placing the third suture we obtained a very good seal, and I decided to accept this, as I could not pass the probe underneath the sewing ring. Patient was successfully weaned from cpb. On re-interrogation of the valve, there was no aortic insufficiency or pvl noted. Patient was transported to the (B)(6) in stable, but critical condition on low-dose inotropic support.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted in the patient. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, this device was not explanted; however, the patient had been taken off cardiopulmonary bypass and it was reinstituted to correct the pvl. The most likely contributing factor toward pvl may be due to this patient's "bicuspid valve, and aortic root dilation." There was no allegation of device malfunction or quality deficiency of the valve. See also report submitted for the initial valve explant after implant for s/n (B)(4). Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.